Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-14328. It was reported that a patient presented in-clinic for a lead extraction procedure. Prior examination via merlin.net of the patient's right atrial lead revealed signal artifact, which was the reason for the extraction procedure. During the procedure, the patient's left ventricular lead was also explanted for an unspecified malfunction noted during procedure. Both leads were explanted and replaced on 3 mar 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction:h6: codes should reflect product no returned.